Event description:
It was reported that noise on the atrial lead was observed. During the extraction procedure the physician elected to extract all other leads as well as abandoned lv lead to gain more access. During extraction of the rv lead, a tear to the heart tissue occurred and the patient expired.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.